Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an issue with the device. The grub screw the retains the ratchet mechanism had been tightened to the point of completely immobilizing the ratcheting mechanism. It was noted that the cutter however when tested using a known good mesher and ratchet handle was unable to meet specification. The event occurred during surgery and there was damage to the graft however it was still able to be used. There was no harm reported to the patient. No adverse events were reported as a result of this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the cutter failed and is recommended to be replaced. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event can be confirmed.

Event description:
There is no additional info to report.